Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer had not removed the air from the cartridge during the load sequence. Tandem technical support educated the customer on proper load techniques. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level ranged from 244-263 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the cartridge, hold the pump upright when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery." H3 other text : device not returned.